Manufacturer narrative:
E1: phone number extension (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had downstream occlusion. The event occurred while in use with patient.

Manufacturer narrative:
One device was returned for analysis of complaint that the pump had downstream occlusion (dso). Service history review identified this device was last serviced in nov/2024. Visual and functional testing was performed, and downstream occlusion alarms were confirmed. The probable cause of the reported problem was contamination/dirt found at dso sensor area. Dso seal had moderate bubbling and was opened at air detector side area. Replaced dso sensor. All functional test of the device passed after repaired.